Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. The event was evaluated and determined not to involve a device malfunction or serious injury; the root cause was identified as a use error. However, given that a minor injury was reported, the event is being reported in line with applicable vigilance reporting requirements.

Event description:
On (B)(6) 2024, customer reported that hc1w heelcheck boot, standard w/wedge caused a heel pressure injury above the heel on a patient.